Event description:
Pt admitted to hospital status post insertion of peg tube for complaints of abdominal pain. Difficulty in getting pain under control. Pt became shocky with low blood pressure, elevated heart rate. X-ray of chest revealed free air in upper abdomen. Taken to or emergently, where bowel perforations (multiple) were noted. The jejunum was caught between the "t fasteners" and abdomen. Blood pressures and heart rate could not be maintained and pt died soon after return from surgery. No autopsy.